Event description:
It was reported that 617 days following a coronary artery drug eluting stenting treatment procedure, the pt expired. The index procedure indentified and treated one target lesion. Target lesion one was a de novo, 3.5x10mm, 80% stenosed lesion of a svg (saphenous vein graft) to the distal rca (right coronary artery) and was treated with predilation, placement of a 3.5x16mm taxus express2 drug eluting stent, and post dilation. The pt was discharged the same day on asa and plavix. The pt expired 617 days following the index procedure. The cause of death is unk.

Manufacturer narrative:
H6. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.